Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to change cartridge and fill infusion set tubing multiple times. During troubleshooting with tandem technical support. Customer reset pump and was able to load cartridge and fill infusion set tubing successfully. Customer's blood glucose was 179 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.